Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device was found to be in fair condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing, confirming the reported customer complaint. The device was found to be leaking from the tank cover and the problem source has been determined to be unknown.

Event description:
Information was received that device is leaking from the clear cover. No adverse effects reported.